Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/18/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. Ten representative unopened samples were received for analysis. Product code 8580h. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment, and the pull force results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested, the following was obtained: there were no post-operative consequences for the patient.

Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please provide additional details about the alleged deficiency. The needles got loosened when passing through the prostheses. - how long was the delay? Please specify in minutes. 20 min. - were there any unexpected outcomes or complications as a result of the prolonged surgery time? I don't believe, not at the time of surgery, postoperatively. - was there any change in the patient¿s post-operative care due to the prolonged procedure? Unk. - were there patient consequences? If yes, please explain. Not at the time of surgery, postoperatively. - how many devices demonstrated the alleged deficiency? 4 threads of the same lot number. - it was reported that the event date is june 27, 2025, and the alert date is july 21, 2025. Could you please provide a justification for this variance in the timing of the report related to this files? We wrote the statement on the same day of the event I don't know why there was an alert until 1 months later. - please provide the date of event. 27 june. Both incidents took place during the same procedure (1 patient concerned).

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2025 and suture was used. During the procedure, at the time of suture between the valve prosthesis and cardiac prosthesis. The suture between the cardiotropic prosthesis and the aorta the 4 wires used have loosened risk of tearing during suture delay. No adverse patient consequences were reported. Additional information was requested.